Event description:
Pt's pump appeared to be slowing over the last 3 refills before replacement. The amounts of the residual were increasing but the printouts were correct. The pump stopped 2 days before the last refill and the pt experienced intense pain at that time. A rotor study was done x2 and the rotor was found to be stopped. Battery power ok. The new replacement device is working well and the residual amounts are correct.